Manufacturer narrative:
The requested 510k information for the involved veritor assay is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ plus analyzer, a negative flu b result for one (1) patient sample was obtained. However, the user questioned the result as the patient was symptomatic and a line was visually observed at the flu b and control marks. The same test cartidge was re-inserted and a "result invalid" error appeared on the veritor analyzer. The user then re-inserted the test cartridge a third time and a negative flu b result was obtained. There was no report of confirmatory testing performed. The result was visually interpreted and reported as flu b positive. The patient was treated accordingly and no health impact or consequences were reported. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product.